Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the microphone for the patient was not working and the patient could not be heard. A philips field service engineer (fse) confirmed that the voice manager microphone for the patient failed and resulted in the operator not being able to hear the patient. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that the microphone for the patient was not working when the operator could not hear the patient speak from inside the scanning room. The customer confirmed with the philips helpdesk that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) went to the customer site on 01-mar-2018 and evaluated the CT system. The fse confirmed the microphone did not work as expected. The fse replaced the gantry, mems microphone board assembly w/ spacer to successfully correct and resolve the issue. The parts were disposed of and not available for evaluation. The system is operational and in clinical use. This event has been determined not to be a reportable event.